Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 68 mg/dl and self-treated with food. After a couple of minutes of self-treating, the customer experienced symptoms of sweating, shaking, seizure, and a loss of consciousness. The customer was seen at the emergency where unspecified blood glucose was obtained on the freestyle lite, an IV fluid was administered and the customer was admitted to the for 7 days. The hcp advised the customer to stop taking insulin, farxiga was adjusted from ¿10 to 5¿, and to take the 1000mg metformin. No further information was provided. There was no report of death or permanent injury associated with this event.